Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Upon sensor insertion, the patient started to notice a mild itching and burning sensation directly at the sensor insertion site. The affected area had redness around the sensor adhesive patch and mild irritation. The sensor was removed on (B)(6) 2017 and on the same day, the patient had a regularly scheduled visit with their endocrinologist. The endocrinologist recommended that the patient use a non-prescription hydrocortisone cream and advised the patient to change their soap to help alleviate the skin reaction. The endocrinologist did not perform any treatment on the patient during the visit. Additionally, it was indicated that the patient also applied non-prescription triple-antibiotic cream to the affected area. At the time of contact, the patient has improved. No additional patient or event information is available.